Manufacturer narrative:
All of the buttons are functioning properly and no damage was found on the keypad assembly. Inspected connector on the lcd and no unlock keypad connector. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was monitored and no frozen screen, no constant tone and no time anomaly noted. The insulin pump was received cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of not being able to clear alarm. Customer reported to have previously being able to clear alarm, but the following day, was not able to due to frozen display and keypad anomaly. Customer reported that display screen and clock was frozen and buttons were not responding in order to clear alarm. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.